Manufacturer narrative:
The explanted device was returned for evaluation. The crurasoft patch is constructed of a layer of ptfe on one side (to allow tissue ingrowth) and a layer of eptfe on the other side (to minimize tissue ingrowth). As reported there appears to be some shrinking of the mesh due to tissue ingrowth. The mesh was found to be pliable not "hard" as was reported. Additionally, there was no tissue attachment observed on the eptfe side of the mesh. There was tissue attachment observed on the ptfe side as would be expected. A lot number was not provided therefore review of the manufacturing records could not be conducted. At this time it cannot be determined to what degree if any the postoperative complications were caused or contributed by the device.

Event description:
The following was reported to davol: in (B)(6) 2011, the patient was implanted with a crurasoft mesh following laparoscopic fundoplication surgery. It is reported that the patient later developed problems with swallowing and on (B)(6) 2014 the patient underwent a revision procedure for lower esophageal sphincter stenosis (narrowing of the esophagus) that included the explant of the crurasoft mesh. The mesh was reported as being in the correct position with tissue incorporated into the eptfe side of the mesh as well as progressive ingrowth of fibroblasts in the mesh side of the device. It was reported that the crurasoft was hard and was shrinking due to collagen formation.